Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: a byte problem within the eeprom of the air flow sensor created the error codes 110e. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.